Manufacturer narrative:
Cont. H.6. Health effect f1905 device revision or replacement. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation and "hole in valve."

Event description:
Healthcare professional reported a left side deflation and "hole in valve". Device has been explanted.

Event description:
Healthcare professional reported a left side deflation and "hole in valve". Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed, one opening in valve side assessed as cracked valve seat diaphragm valve. Additional observations: crease is observed. No further actions are required since no issue in the manufacturing of the device is observed.